Event description:
Patient needed a chest tube placed in left chest. Provider was injecting local anesthetic and the needle broke off into the subcutaneous chest wall tissue. Unable to retrieve the needle. Patient then taken into the operating room. It was a 27ga x 1 ¼ in brand- nipro, lot # 21j10, exp- 9/30/2206. FDA safety report ID# (B)(4).